Manufacturer narrative:
An event of device deployed into cobra shape was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2022, a 26mm amplatzer septal occluder was chosen for implant using a 12f non-abbott (cook mullins sheath) delivery system. During implant it was noted that the device took on a cobra deformation. The device has not been released at this time, and the device was recaptured. There was no device implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.